Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and the cause of the material remaining in the device cannot be identified. A definitive root cause cannot be determined. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes performed at the user facility and there were no deviations in reprocessing from instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the colonovideoscope forceps channel had a pin hole. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle had foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack. Adhesive on bending section cover had white-clouded area. Adhesive around light guide lens was peeled. Paint on air/water cylinder was peeled. Paint on suction cylinder was peeled. The switch button 1, switch button 2, switch button 3, and universal cord had a scratch. Protector of universal cord on scope connector side had a scratch. Adhesives around objective lens had white-clouded area. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available. Establishment name: (B)(6).